Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation. The device failed to inflate as there was a pinhole at the distal markerband.

Event description:
Reportable based on device analysis completed on 27jun2023. It was reported that balloon inflation failure occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon could not be inflated during the procedure. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.